Manufacturer narrative:
During investigation, fluid observed inside the distal tip assembly. It was observed that the guidewire exit port was lifted and ripped 5.0mm long. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that the edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, good square image appeared in the sys and the prod performed within spec. No kink was observed in the sheath assembly. Add'l info from the physician via bsc sales rep indicates that the occurrence was due to stent deployment and not due to use of imaging catheter, given the fact that multiple stents were used it is likely that the interaction between guidewire and inadequately deployed stents were the primary cause of the event, and imaging catheter would not have caused the occurrence (the imaging catheter was not inside the pt at the time of stent deployment). On april 12, 2006, boston scientific issued a safety alert to customers of this prod stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attn when using coronary imaging catheters in vessels with implanted stent(s). The safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: when it was observing after stent inflation, it was found that it was unable to remove. At last it was removed with whole sys. The pt suddenly turn into bad condition. Add'l 3 stents were used in the procedure. It didn't help the pt condition. An emergency operation was attempted when it was observed outside the body, there was found some damage at gw lumen area.